Event description:
The hcp reported that following replacement of the synchromed el with a synchromed ii due to "battery depletion", the pump pocket became "grossly infected" and unresponsive to antibiotic treatment. The hcp is planning on titrating the dose of baclofen until able to replace pump.